Manufacturer narrative:
The investigation is in progress. It is unknown if a sample is being returned. No sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, after injecting the lens, it was noted that the lens was cracked. The issue caused a 15-20 minute delay in the procedure. The surgery was completed. No patient harm was reported. The suspect product is the delivery system (injector/handpiece). Additional information was requested.

Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of two cracked lenses; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).